Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device closed on vessel however when fired it stapled but failed to cut. A second cartridge was inserted however it also failed. The vessel was ligated using bipolar technology. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results showed that one (B)(4) device was returned with no visual non-conformances and with an (B)(4) fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened without difficulties during the analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.